Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which clarified that the misload was due to a paddle out of the pocket and was identified via fluoroscopy after the procedure when inspecting the images.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolut fx plus valve; product ID: evfxplus-29 (serial: (B)(6); UDI: (B)(4); manufactured date: 2025-10-27; use by date: 2027-10-27; implant date: (B)(6) 2026; FDA site ID: 9617601. Continuation of d10: product ID l-evolutfx-2329 (lot: 0013063618); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon dilation was performed. The valve was set to the annulus and opened but dislodged before release. The valve was resheathed for a new attempt. At the same time the patient started feeling unwell. After a while, blood pressure dropped and the patient was taken to the operating room (or). A dissection in the aorta was noted. The patient received a surgical valve and was reported to be feeling well.

Event description:
Additional information was received that a non-medtronic guidewire was used for the implant procedure. Per the physician, the cause of the dissection was the delivery catheter system (dcs) manipulation in the ascending aorta due to a misloaded valve. Additionally, per the physician, the valve did not cause or contribute to the dissection, but the dcs did. The valve was not fully implanted in the patient because it couldn't be properly recaptured due to the misloading. During the surgical intervention, an ascending aorta repair was also performed.

Manufacturer narrative:
Updated data: b5. H6. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a complete set of intraprocedural fluoroscopic cine images was reviewed in relation to the reported event. The absence of the patient executive summary limited the ability to perform a comprehensive anatomical assessment. Review of the preliminary aortogram demonstrated no evidence of aortic dissection. Based on the available fluoroscopic images, a valve load inspection under fluoroscopy does not appear to have been performed prior to insertion of the delivery catheter system (dcs) into the body, as the first available image shows the dcs already advanced over the guidewire. This image demonstrates a valve misload, evidenced by a curved capsule, misaligned outflow crowns, and lack of parallel alignment with the paddle attachment. As stated in the instructions for use (IFU): before inserting into a patient, visually inspect the loaded bioprosthesis under fluoroscopy. If a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. An attempt was made to implant the misloaded valve. It was reported that the valve dislodged into the aorta, requiring recapture. Imaging review indicates that complete recapture was not achieved. The partially recaptured valve was subsequently retracted into the descending aorta, where it was partially deployed and recaptured again. This resulted in failure to fully close the capsule, with deformation of the capsule observed. The final angiogram indicated findings suggestive of a possible ascending aortic dissection. While the imaging findings were not definitive, the presence of a dissection was confirmed intraoperatively during aortic valve replacement surgery. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.